Manufacturer narrative:
The units were functionally tested and confirmed the reported condition. A closer examination revealed that the units were leaking through a crack in the sidewall of the proximal end of the luer activated valve's inlet port. The cause of the crack or when it occurred could not be determined. Some examples of conditions that could crack components are: a molding defect, damage during shipping and handling or, by over-thightening the connection site. A search of co's records did not reflect another report of this nature having been filed against the refrerenced list number.

Event description:
Received report of unknown number of undocumented incidences of set leakage during administration of anesthetic drugs. Patients are administered diprivan or pentothal via syringe to tubing, and practitioner has been noticing leakage of drug at attachment of sleeve of tubing. There is sometimes a spray of drug, and one patient was sprayed in the eye. The eye was washed out, and no patient harm was reported. Practitioner is unsure of amount of drug given and sometimes needs to give additional medication for sedation. Tubing changed to solve problem. No patient harm reported.